Manufacturer narrative:
Result: faulty cpu board and coupler caused the foot-end lift to be stuck in full upward position.

Event description:
It was reported by service report that the foot end lift was stuck in the full up position. No patient involvement or adverse consequences were reported.